Event description:
During sps fibula plate surgery the head of asnis 4.0mm screw went through the oval hole of the plate. After that the surgeon used another screw and finished the surgery. He thinks that he would like to confirm whether asnis 4.0mm screw can use for oval hole.

Manufacturer narrative:
Device remains implanted. If additional info becomes available it will be reported on a supplemental report. Additional device: 6046xxs cannulated screw asnis iii 4.0mm lot no. Unk.